Event description:
It was reported that bd alaris smartsite texium secondary set was leaking. The following information was received by the initial reporter with the following: texium piece that is fused to the end of our primary and secondary sets are leaking. The leak is occurring at the point of connecting to the smart site of another primary line or the patient's port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported texium is leaking where it connects to another smart site, and returned 3 sets of material 10013364t, lot 24049265. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water, then tested under air pressure of 30 psi for 10 minutes, and the complaint was verified. The sets leaked when connected with a bd stopcock female luer. A trend has been identified, and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There was a quality notification issued for the texium failure mode.